Event description:
Customer stated that her meter was giving her error code e3 and was not consistently giving readings. Customer service offered to troubleshoot. The customer's average reading was 13.6 mmol/l. Customer knew this reading was not correct, but she was told to take the readings as 136 and ignore the decimal point. Customer service explained the difference between mmol/l and mg/dl and helped the customer set time/date and correct units. The customer did not adjust her medication based on the readings. A check test showed the meter was working electronically. Control solution was expired, so no control test was performed. Customer service discussed proper technique, complete fill, and sample size. Customer service found the customer was putting blood on the strip before putting the strip in the meter. Customer service advised the customer to return the meter for evaluation.